Event description:
It was reported that the patient used the purewick urine collection system in hospital it caused a urinary tract infection. The representative apologized. It was unknown what medical intervention was reported for urinary tract infection. Per customer via phone on (B)(6) 2024, it was reported that patient had covid at this time and could not really talk but patient did report that the purewick did in fact give them a urinary tract infection and they was prescribed medications for it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d. The reported product number is unknown. The UDI number for this product is not available h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient used the purewick urine collection system in hospital it caused a urinary tract infection. The representative apologized. It was unknown what medical intervention was reported for urinary tract infection. Per customer via phone on 24 aug 2024, it was reported that patient had covid at this time and could not really talk but patient did report that the purewick did in fact give them a urinary tract infection and they were prescribed medications for it.